Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider regarding a patient who was receiving baclofen (unknown type, dose, and concentration) via an implantable pump for intractable spasticity and cerebral palsy. On 01-mar-2017, a medwatch (uf/importer report # (B)(4)) was received. The patient presented with a one day history of bilateral lower extremity paraparesis with acute onset after transferring from their scooter to a chair in a rehabilitation facility. It was noted there was likely a catheter disconnection. The event date was (B)(6) 2016. The patient was taken to the operating room for right pump revision with the replacement of the entire proximal and distal catheter system. Since there was a large fluid collection noted around the catheter, there may have been microtears in the catheter (no noticeable tears/holes). No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) indicated the patient's medical history included cerebral palsy. Baclofen was not discontinued during the pump revision and the patient took oral medication until the pump revision was completed. Baclofen was continued via the pump after the revision surgery. The pump revision went well and the patient stayed in the hospital longer due to other medical issues not related to the baclofen pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.